Event description:
Customer's cousin reported customer received a low glucose reading (62 mg/dl) from their precision xtra meter then drank juice. Customer's cousin reported customer lost consciousness while trying to eat some food for his low reading. Paramedics were called and they used their hcp meter to check customer's readings which were 43-53 mg/dl in difference compare to customer's meter. Customer's cousin reported customer was being treated with glucose shot but no diagnosis was reported.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.